Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile found that there was no communication between flexvision pc and tsm. Upon troubleshooting actions, fse discovered that the touch screen module (tsm) has options for setting the installation location at startup, and that even after selection, the large monitor's layout was not changed. The defective part was returned for analysis, and it was concluded that the cause of the flexvision pc was dimm (dual in-line memory module). Fse replaced the flexvision pc and hdd and installed the operating system and applications. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system did not start up properly. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was connection issue with the flexvision pc. The field service engineer inspected the system onsite and after the replacement of flexvision pc and the hard disks, the device was returned to use in good working order.